Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076 lead, implanted: (B)(6) 2011; 1258t lead, implanted: (B)(6) 2011. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited t-wave oversensing (twos) and the atrial lead exhibited far field r-wave (ffrw) oversensing during an episode of atrial tachycardia. The leads were reprogrammed and remain in use. No patient complications have been reported as a result of this event.